Event description:
Patient had fallen on left leg. One gamma nail had rotated when he fell. Lag screw removed, new lag inserted and added two distal screws to long gamma nail. Hospital retained implants. No patient packet available due to limited availibility of patient information.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Patient had fallen on left leg. One gamma nail had rotated when he fell. Lag screw removed, new lag inserted and added two distal screws to long gamma nail. Hospital retained implants. No patient packet available due to limited availability of patient information.